Manufacturer narrative:
Additional product code: hrs. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that patient was operated on 19-06-2018 for sub-trochanteric fracture and fixation surgery was done with dcs 95degree plate, 10 holes by dr (B)(6), (B)(6) hospital at (B)(6). Patient was again operated on (B)(6) 2018 by same surgeon because of implant failure and revision surgery was done with 14 hole dcs 95-degree plate. Patient consequences are unknown. This is report 1 for 1 (B)(4).

Event description:
Reported event date was (B)(6) 2019. 10 hole dcs 95 degree plate broke within 4 months of implantation and patient went for revision surgery. No adverse event was reported. Concomitant device reported: unknown screws ( part# unknown, lot# unknown, quantity unknown) and unknown locking screw ( part# unknown, lot# unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.